Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. The patient reported that they have their stimulation turned up so high that they feel pulling in their left leg. The patient stated it started just then. The patient stated they feel it while in certain positions, like when they are laying or sitting. The patient stated they will lower their stimulation when they are done with the call, and patient services advised them to consult with their healthcare provider (hcp) if that does not resolve the issue. No further complications were reported.